Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the tissue pad of the subject device was completely missing. It was reported that the tissue pad of the subject device was fallen off when the subject device was packed to return to omsc. The detached tissue pad was returned. The tissue pad was worn. Omsc found that the subject device had already passed the sterilization expiration date when the device was used. The manufacturing history was reviewed with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). And there is a possibility that the tissue pad fell off since the partially separated tissue pad was subjected to the load at packaging. The causal relationship between the separated tissue pad and the sterilization expiration was unknown. The instruction manual of the device already cautions; a) do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. B) do not use the thunderbeat instrument if the "use by" date printed on the sterile pack has passed. Otherwise, inflammation of tissue and infection may result.

Event description:
During a laparoscopic colectomy, the subject device was used. In the procedure, the tissue pad of the subject device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported.